Event description:
Additional information was later received indicating the patient presented to the hospital due to the device emitting tones. Upon interrogation it was found that the ICD and rv lead continued to exhibit high out of range shock impedances despite the device being reprogrammed several weeks earlier. A revision procedure was performed wherein the rv lead was explanted and replaced. Measurements for the replacement lead were within expected range. No additional adverse patient effects were reported. This rv lead is no longer in service.

Manufacturer narrative:
(B)(4). The lead was returned for analysis. Visual inspection found calcified body fluid on portions of the distal and proximal shocking coils. Laboratory analysis could not confirm the reported clinical observation of high out-of-range shock impedance measurements. However, calcification on the lead could affect impedance measurements.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedances discovered during routine follow up though measuring 90 ohms that day. Upon review of data stored to the ICD, boston scientific technical services (ts) noted that shock impedances first measured outside of normal limits approximately 1 year prior to the patient's most recent follow up. From that time on shock impedances were noted to vary considerably between normal and high out of range values. No episodes of noise were found stored to the device outside of a single incident due to an unrelated surgery on the patient's shoulder prior to the out of range measurements. Ts suggested steps for assessing integrity of the rv lead including delivery of a 1.1 j synchronized shock. The ICD was programmed to emit tones in the event of an out of range shock impedance and the shock vector reprogrammed to a shock coil to device configuration. Information was later received indicating the patient presented for additional follow-up where continuous impedance measurements were taken during provocation testing. Additionally, a 2j commanded shock was performed with a shock impedance of 65 ohms. All measurements were noted to be within normal limits since the shock configuration was reprogrammed. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.